Manufacturer narrative:
Event occurred in 2021. This report is for an unknown screw locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Photo investigation: the complaint device was not returned for investigation. A photo investigation was performed on the x-ray. The screw was removed following non-union of the fractured bone after a year of implantation. The complaint condition was not due to the screw and hence it could not be confirmed. A definitive root cause cannot be determined from the available information for this issue. A manufacturing record evaluation could not be performed as no lot number information available. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed based on the images during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an orif (open reduction internal fixation) due to a nonunion fracture of the humerus. The original surgery performed approximately one (1) year ago for a gunshot wound. The hardware was mostly removed except for one (1) intact screw and one broken unknown 3.5 cortex screw tip that was retained. Bone grafting was performed and a new plate and screw construct was applied. This report involves one (1) unknown screw locking. This is report 8 of 11 for (B)(4).